Event description:
The customer's father reported that the customer had a blank display and failed battery test on the insulin pump. The customer's blood glucose level was 228 mg/dl. The troubleshooting for blank display was performed. The customer was advised to insert new aaa alkaline battery . The customer states the display did not return. The customer was asked to perform a self test and the customer received failed battery test. The troubleshooting was performed on failed battery test. The customer was to insert new aaa alkaline battery on the insulin pump and customer received failed battery test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert back up plan per healthcare provider instructions.

Manufacturer narrative:
No unexpected failed battery test alarms, blank display alarms or no delivery alarms noted during testing the insulin pump passed displacement test, prime test, basic occlusion test, excessive no delivery test and off no power test. The operating currents were in specification. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked broken belt clip slot and stained end cap sticker. The insulin pump had slight corrosion on battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.